Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device manufacture date: the device manufacture date is unavailable. Manufacturing site name and address: the manufacturing name and location were unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an anterior cruciate ligament surgical procedure it was observed that the chuck with key device did not tie in the handpiece device. It was reported that there was a considerable delay in the procedure due to the event as a spare device was not available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.